Event description:
Adverse event(s): "decrease vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). An administrator reported a pt with decreased vision following intraocular lens (iol) implant surgery. The pt's visual acuity was noted to be approximately 70% in the postoperative period. The pt has a history of maculodystrophy and angiopathy (pre-existing). In a follow up, the surgeon reported the device did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).